Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported her interstim worked at first but didn't work after. The patient stated it was turned off for at least 2 years, but she was all better now. The patient noted she had talked to her healthcare professional (hcp) about it. There were no further complications that have been reported as a result of this event.